Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fkl4, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that all of a sudden stimulation increased causing painful stimulation. The patient&#38112;indications for use were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.